Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had a replace now battery alarm. The customer¿s blood glucose level was 305 mg/dl. It was reported that they already replaced the battery, but still unable to transition to auto mode. The customer was reported that they had replace battery alarm. The customer was advised to monitor the pump and call back as needed. The insulin pump will not be returned for analysis.